Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented emergently with abdominal pain. A CT revealed that the aneurx device had migrated distally and that there was a proximal type I endoleak. The physician implanted an endurant aortic cuff proximal to the aneurx stent graft and the event was resolved. Per the physician, the cause of the event was due to disease progression. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.